Event description:
The reported event was that there was a bowel obstruction after a da vinci assisted inguinal hernia repair procedure. Mesentery was caught on the tail of the v-lock suture, leading to bowel obstruction. 470655. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).